Manufacturer narrative:
H3: product analysis found that stim board failure also old batteries. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: console nim4cm01 nim 4.0 code b17 , c20, d16 and g02030 are applicable to console nim4cm01 nim 4.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre op, user installed the 1.7 nim vital software and the patient interface box will not connect. And getting a faulty detection error, tried to connect it to another nim but had the same issue. After the error msg pops up the screen freezes and must use the power button to shut down. There is no known patient impact

Manufacturer narrative:
H6: additional information suggest that s/n:(B)(6), b21 , c21, d16 and g02005 no longer apply to this event. And console nim4cm01 nim 4.0 : d16 no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.